Event description:
It was reported that during an unspecified spine surgical procedure, it was discovered that the motor device was receiving error code e6. There were no delays to the planned surgical procedure as a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had an e6 error code and the thermistor was bad. Therefore, the reported condition was confirmed. It was determined tha the e6 error code was a result of the bad thermistor. It was determined that the bad thermistor was due to corrosion from the sterilization process/immersion. The assignable root cause was determined to be due to misuse, abuse, and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.